Manufacturer narrative:
E1: reporting address line 1: (B)(6) . Reporting address state: (B)(6) . Reporting address postal: (B)(6) . Reporting institution phone #: (B)(6) . Reporter phone #: (B)(6) .

Event description:
Philips received a complaint by the customer on the v60 indicating that an air leak was found when the oxygen was connected, but the device was not turned on. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that an air leak was found when the oxygen was connected, but the device was not turned on. The investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that an air leak was found when the oxygen was connected, but the device was not turned on. Per good faith effort (gfe) response received 01nov2024, the remote service engineer (rse) stated that the customer refused service and repair. It is therefore unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.